Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy procedure using an ultrabutton, the graft was mounted in the loop, the threads were passed through the loop and once it came out to the skin, the threads were pulled starting with the green ones. Once it was verified that the plate passed the cortical, the thread was pulled to raise the graft. When the graft was about to reach the definitive position, one of the ends of the external loop was cut. The specialist pulled the graft of the sutures in the tibia and it was observed that it was being returned since the thread broke from the button. An additional incision (15mm aprox) was made externally, where the threads came out in the femur; the plate was located and the loop was disassembled. The button and the graft were removed from the tibia. The procedure was successfully completed with a non-significant surgical delay using a back-up device. An additional hole had to be drilled. No further complications were reported. Current status of the patient is stable.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the uhmwpe co-braid, spool material specification form, found that certificate of conformity required with each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Tensile strength compliance with the ¿straight pull braid strength (no knot)¿ must be verified. Parts must be free of loose particulate contamination and parts not to have more than three embedded inclusions of any size greater than .20mm2 per the tappi dirt estimation chart. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported breakage of threads from the ultrabutton device. The patient impact beyond the reported events is not anticipated as the patient is reportedly ¿stable.¿ additionally, it was reported, ¿the device and/or the additional incision made to remove the reported device did not generate any unfavorable consequences or additional injury to the tissue or to the final result of the surgery performed.¿ there was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specification found that certificate of conformity required with each shipment. Tensile strength compliance with the ¿straight pull braid strength (no knot)¿ must be verified. Parts must be free of loose particulate contamination and parts not to have more than three embedded inclusions of any size greater than .20mm2 per the tappi dirt estimation chart. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.